Manufacturer narrative:
(B)(6). Implant date - unknown date, 2012 customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03285, 0001825034-2017-07245 and 0001825034-2017-07246.

Event description:
It was reported that the clinical patient underwent a shoulder arthroplasty revision due to infection approximately one (1) year post-implantation. Components were removed and replaced with spacers. The patient was re-implanted with a total humeral component five (5) months following placement of spacers. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.